Event description:
Customer reported that she was hospitalized in intensive care unit for two weeks due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 1000 mg/dl. Customer stated that she was unconscious due to high blood glucose. Customer stated that she keeps getting battery out of limits alarm and also that the time and date were incorrect on her insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unexpected reservoir seating during displacement test due to dried insulin founded on the motor assembly. Unit had corroded motor home switch. All buttons function properly, and no moisture damage found on the keypad traces. All operating currents were within specifications and no battery out of limit alarm noted.